Manufacturer narrative:
Conclusions - device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient was having her device removed because, she was having a corpus callosotomy. The device was returned to the manufacturer for analysis. Product analysis of the generator resulted in no observed anomalies. The generator performed according to specifications. Product analysis of the returned lead portions resulted in observed lead fracture. It was noted that a portion of the lead assembly including the electrode section was not returned for analysis and therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis, the connector pin quadfilar coil appeared to be broken. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. With the exception of the observed discontinuities, the returned portion of the lead performed according to specifications.